Event description:
It as reported that during a routine check performed by the customer a "system trainer" message was flashing intermittently on the screen of the cs100 intra-aortic balloon pump (iabp) while trainer was not in use. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp reported that the keypad controller board was replaced and all functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It as reported that during a routine check performed by the customer a "system trainer" message was flashing intermittently on the screen of the cs100 intra-aortic balloon pump (iabp) while trainer was not in use. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. In order to verify the problem. The fse replaced the front end board, and observed electrical test fail code#120. The fse then replaced the keypad controller board and tested it and found the iabp unit ok . After verifying the problem, the fse removed these parts and submitted a quotation for these parts to the customer. The customer has not yet approved the po to complete the repairs. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It as reported that during a routine check performed by the customer a "system trainer" message was flashing intermittently on the screen of the cs100 intra-aortic balloon pump (iabp) while trainer was not in use. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It as reported that during a routine check performed by the customer a "system trainer" message was flashing intermittently on the screen of the cs100 intra-aortic balloon pump (iabp) while trainer was not in use. There was no patient involvement and no adverse event was reported.